Event description:
On (B)(6) 2011, pt noted to have dissociation of the shoulder components implanted (B)(6) 2011. On (B)(6) 2011, surgery: revision and replacement of portions of both components and osteotomy of the inferior glenoid as instructed by the (B)(6) clinic. This is the third reverse shoulder procedure on this patient.